Manufacturer narrative:
Concomitant medical products: product ID 556853 lead unknown boston scientific ICD unknown implant date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited high impedance. The leads remain in use. No patient complications have been reported as a result of this event.